Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported problem 'black screen' was reproduced when the device experienced a sharp watchdog timeout error at power up which did not clear. A device history record review revealed this device received anomalous operating software during the manufacturing process. The reported condition was verified. Evaluation determined the cause to be anomalous software. The processor board was reprogrammed and the software was updated to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced a black screen. There was no known patient injury or medical intervention associated with this event. No additional information is available.